Manufacturer narrative:
A device history review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed, the black foreign matter was silicone rubber and the white foreign matter was organic silicone. Therefore, it was speculated, that a foreign matter (fragments) generated by deterioration/breakage of a part of the peripheral medical device used in combination with the endoscope body may have been mixed into the duct. It is thought, to be a chemical, whose main component is organic silicone (antifoaming agent, lens anti-fogging agent, etc.), but as there are many different sources, it could not be identified. There was no deformation at the area of the device with the foreign material remained. The legal manufacturer reviewed, the customer provided the "foreign material related complaint questionnaire'. Where it was confirmed, that brushing, etc. Of the air/water supply nozzles were "unknown". And that manual cleaning may be insufficient, because the air/water supply nozzles/channels were not pumped with liquid. A definitive root cause of the reported issue could not be identified. But, it was assumed that it was, due to some factor that a chemical residue had adhered to the case or that had not been completely removed, during reprocessing. The suggested event is detectable and preventable, by handling device in accordance with the following instructions for use (IFU): cleaning method is described in the reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories).¿chapter 5 5.5: manually cleaning the endoscope and accessories¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited a foreign object came out of the air and water supply nozzle. There were no reports of patient involvement.